Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. This device was received in like new condition with exception of the depth limiter, which has been trimmed. The complaint indicated ¿t2 fell off¿. The blue split cannula was returned but not on the needle. T1 and t2 are within the delivery needle track. T1 is ready for stripping off. This means that the advancement button was partially advanced. T2 is ready for advancement. Functional test indicates that the manual advancement of the actuator is functional. T2 was advanced and manually stripped off as intended. In addition, the chart stick labels are untouched; none have been used. They do not match the lot number on the outer carton or the tyvek pouch. There is no manufacturing cause related to support this complaint. No further investigation is warranted.

Event description:
It was reported during the procedure after the t1 was implanted, the t2 fell off. Both ts were removed from the patient. A backup device was used to complete the procedure.